Manufacturer narrative:
After review of the iacs logs, no device malfunction could be verified. The m540 logs and the cited device were requested for investigation as well as additional information regarding the event. The customer stated that the m540 device, m540 logs and any further event information are not available. No device malfunction could be verified.

Event description:
The customer reported that the iacs art alarms deactivated themselves several times. Therefore, it was not recognized when the patient was passing away and required intervention. The involved patient died. The event occurred on (B)(6) 2018 between 15:00 and 15:30.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the iacs art alarms deactivated themselves several times. Therefore, it was not recognized when the patient was passing away and required intervention. The involved patient died.